Event description:
Infection was a pocket infection from an unknown organism.

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that patient developed an infection within six weeks of implant. The system was explanted. A new system was implanted approximately two weeks later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: rvdr01 implantable pulse generator (B)(6) 2012; 5086mri implantable pacing lead (B)(6) 2012. (B)(4).